Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the distal end rust under lenses was traced to component failure. Also, for the dirt under the protector the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had rust at the distal end beneath the lenses (backlight) and a large amount of dirt under the protector. There was no patient involvement.